Event description:
Full insertion of this pt's cochlear implant was not achieved during the surgical procedure in 2004. This was due to complications with pt's cochlear's anatomy. This device was therefore explanted about 1 month later. A reimplantation surgery for improved insertion is planned but not yet scheduled.